Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead spiral could not be unscrewed. The tip of the lead could not be unscrewed, the product could not be fixed up, and the threshold was completely unstable. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.